Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore based on the returned device data, as well as the inspection of the quality documents associated with the manufacture of this particular device. The manufacturing process for this device was reviewed and all production steps were performed accordingly. There was no sign of any inconsistency during the manufacturing process. Particularly the final acceptance test proved the device functions to be as specified. The returned device data was inspected. The inspection revealed that the ICD activated the backup mode, because it detected invalid memory content during an automatic signature check. The invalid memory content was detected during the signature check on august 5th, 2024 at 05:22 pm. In general, the ICD is equipped with the ability to detect and repair invalid memory content. If the invalid memory content cannot be corrected, by design the ICD will activate the backup mode to ensure patient safety. While the ICD was in backup mode 53 therapies were delivered by the device on august 5th, 2024, between 05:36 pm and 06:36 pm. The backup mode program is loaded from an unalterable memory. Therefore the vf detection criteria are fixed in backup mode to cover the widest possible patient population. Please note that while in the safety backup mode no iegms are recorded. Therefore, the root cause of the shocks is not determinable. They may have resulted from the reported noise, but also from the vf detection criteria in backup mode, or they may have been necessary appropriate shocks. The eos battery status occurred presumably due to the large amount of successive charging cycles performed by the ICD. In conclusion, the backup mode activation resulted from the detection of invalid memory content. The presence of invasive external influences, such as strong electromagnetic fields, presumably led to this occurrence. Eos was activated due to a large amount of successive charging cycles while the ICD was operating in the safety backup mode. There is no indication of a material or manufacturing problem.

Event description:
This device was explanted due to safety backup mode was activated. Eos was activated in error, battery is not depleted and has 7 percent capacity left. No adverse patient events were reported. Should additional information become available, this file will be updated.